Event description:
On (B)(6) 2025 it was reported that on (B)(6) 2025 the user experienced a glucose event and was evaluated in the emergency room overnight. The user was treated with oral carbohydrates and released on (B)(6) 2025. The user resumed use of the ilet and no long-term health effects were reported.

Manufacturer narrative:
The user experienced a serious glucose event requiring emergency room evaluation while using the ilet. This situation can require urgent medical assessment and is consistent with the reported overnight emergency room visit and treatment with oral carbohydrates. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data showed variable cgm readings with repeated brief sensor issue alerts, and cgm data reflected hyperglycemia rather than hypoglycemia, which is consistent with the reported sensor inaccuracy and reported steroid administration. Based on available information, no device malfunction was identified and the event is most consistent with inaccurate cgm readings in the setting of steroid use. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.